Event description:
Philips received a complaint on the mrx device indicating that the paddles sparked after the shock discharge. There was no reported patient impact or injury.

Manufacturer narrative:
Correction: component code has been updated from c44924 to c50095. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that this was a malfunction of the paddles the replacement for which was recommended to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddles. The reported problem was confirmed. The customer needs to replace the paddles. It has been concluded that no further action is required at this time.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the paddles sparked after the shock discharge. The remote service personnel evaluated the device remotely and offered the service quote. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was never determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not respond to requests for additional information.

Event description:
It was reported to philips that sparks were released from the device paddles after a shock was discharged. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that this was a malfunction of the paddles the replacement for which was recommended to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddles. The reported problem was confirmed. The customer needs to replace the paddles. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the mrx device indicating that the paddles sparked after the shock discharge. There was no reported patient impact or injury.